Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -7.5 diopter was implanted in the patient's left eye (os). On (B)(6) 2022, the lens was removed and replaced due to refractive surprise.

Manufacturer narrative:
Device evaluated by MFR: work order search found no similar complaints. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -7.50 into the patient's left eye (os) on (B)(6) 2022. The patient experienced refractive surprise. On (B)(6) 2022, the lens was exchanged for the same model/ length lens; more myopic power and the problem was resolved. The status of the eye was reported as " issue resolved". The reporter indicated the cause of the event is user error and the device did not fail to perform as intended. Reportedly "wrong lens ordered". Device evaluation: h3: device evaluation: the lens was returned in a vial with liquid. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
B5: lens was implanted on (B)(6) 2022 and exchanged on (B)(6) 2022. It was reported as user error and, "wrong lens ordered" was stated. Also, status of the eye was reported as, "issue resolved." Claim#: (B)(4).